Event description:
This item has failed 4 times within a month. The replacements take at least 2 weeks to receive. This leaves my child without proper monitoring of his blood sugar for days while waiting for the replacement of their failed product.